Event description:
After satisfactory induction of general anesthesia, four ports were placed in the abdomen under direct visualization. Following placement of a bogie dilator through the hiatus and into the stomach, the first harmonic scalpel was placed into the abdomen through the left upper quadrant. The physician tried to go through the gastrocolic ligament with the harmonic scalpel without success as it was obvious that the device was not working. Time was spent with the unit, handpiece, and cord to try to get it to function, however, unsuccessful. We brought in a second loaner unit (from ethicon; handpiece and cord) and again tried to get it working. Approximately one hour was spent without progressing through surgery. At this point, the decision was made to convert to an open procedure. Investigation revealed the following: the loaner harmonic scalpel was delivered to our hospital the day before, however the ethicon representative did not perform a diagnostic to determine how many uses were left. Subsequent testing by the representative revealed that the device had exhausted its 100 uses and therefore was no longer functional. The hospital owned device, which is routinely checked by our ethicon rep, also had exhausted its 100 uses and was not functional on the day in question. We have since instituted a log whereby the date of each diagnostic test is recorded and the number of uses left is recorded.